Event description:
During elective pci, a mailman guidewire was placed to the distal lad. Three stents were placed to the lad. During the procedure the wire became prolapsed at the distal vessel and curled. When the surgeon attempted to straighten the wire and remove the distal tip broke and remained in the lad.